Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. As the 4.00x32mm veriflex stent delivery system (sds) was being removed from the hoop, the stent dislodged from the sds. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition is listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the stent had detached from the delivery balloon and was not received for analysis. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressures. Further examinations of the device found that the distal sub assembly extrusion was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. As the 4.00x32mm veriflex stent delivery system (sds) was being removed from the hoop, the stent dislodged from the sds. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition is listed as 'fine'.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)